Manufacturer narrative:
Device lot number and expiration date are not available from the facility. Device manufacture date is dependent on the device lot number, thus is unavailable. Device evaluation performed 31jul2019: device was returned disassembled. The outer shaft and strain relief had been cut. The device contained heavy biologic material. Therefore, the device was soaked for 24hrs during decontamination. The device was returned with many missing components: trigger, constant force spring, end cap, bushing, screws to the handle. During testing the barrel could be rotated within the sleeve with force. Sleeve tab was slightly deformed. Barrel analysis: far track corner intact and good condition, barrel was slightly proud of the sleeve in the far track. Home track corner was intact and in good condition. Barrel and sleeve were flush in the home track. Heavy biologic material present in the barrel. Through-hole was clear in the barrel could not attempt drop test due to heavy build up of biologic material inside of right and left handle halves had damage.

Event description:
A philips representative reported that during a cardiac implantable cardioverter defibrillator (ICD) lead extraction procedure a spectranetics 11fr tightrail sub-c mechanical dilator sheath became stuck on a lead when used in conjunction with a cook medical one-tie device. The physician used the cook one-tie to bind all the cables of the ICD lead together. When he tried to remove the spectranetics tightrail there was resistance. He was able to remove the tightrail from the body, but not the lead. He then disassembled the tightrail in an aggressive fashion as he did not have a sterile screwdriver for the screws. He was able to cut away the segment over the obstruction and found it to be the tightrail. The physician had to dismantle the spectranetics tightrail device in vivo, but attributes the malfunction to the use of the cook one-tie. There was no harm to the patient.